Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an exploratory laparotomy procedure, the doctor used the device and reloads and the first fire is successful. The second shot the doctor used reload; another output no staples but cutting the tissue. The third shot another fire repeats the tissue but do not staple. The doctor decided to change the stapler to an ec60a and reloads ecr60 for and ending the procedure successfully. There were no adverse consequences for the patient. One device and two reloads were discarded.